Manufacturer narrative:
Additional, corrected, and/or changed data: a.5b., b.5.

Event description:
Additional information noted eye drops combigan was prescribed to treat xen®45 gts tip occlusion by iris. Event has been resolved.

Event description:
Additional information reported high intraocular pressure and was treated with insertion of aqueous tube shunt with patch graft. The event has been resolved.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformities noted. Additional, corrected, and/or changed data: b.5.

Manufacturer narrative:
Concomitant medical products: prolensa (bromfenac) 0.07%, durezol 0.05%. A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted. Serial number: (B)(4), lot number 62703. The reported events of high intraocular pressure, gel stent blockage and irido-corneal touch are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling: this is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a clinical patient had an unplanned xen®45 gts surgery to the fellow non-study eye (left eye) due to increased intraocular pressure (not device related) that did not resolved with glaucoma medication. One week post-op, intraocular pressure spike was noted again due to xen®45 gts tip occlusion by iris and very floppy iris. 2nd xen®45 gts was implanted instead of revising the 1st xen®45 gts because the chamber was shallow. The events have been resolved.